Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons on the insulin pump were unresponsive when she pressed them. The buttons were also hard to press. Customer's current blood glucose level was 404 mg/dl. The customer treated her blood glucose level with a bolus and water. She had fatigue. The self-test and displacement test passed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to all flattened button dome switches also, unable to perform functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, a21 test and all operating current measurement due to no button response. The keypad connector on the lcd board was inspected and no anomaly was noted. The insulin pump had minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip. The insulin pump was returned without the original belt clip and no damage on the belt clip slot noted.